Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 12-oct-2016, an fse visited the customer onsite and found that the alignment was off on the in-and-out for incubator position for cup release and pickup. He checked and tightened belts for the incubator and the sensor wheel. The fse then aligned the in-and-out positions on the main incubator. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was the hybrid arm cup pickup needed alignment.

Event description:
On (B)(6) 2016, a customer reported "hybrid arm not picking up cups from main incubator" failures with their aia-2000 analyzer. The customer was unable to run afp, beta-hcg and lh-ii patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of afp, beta-hcg and lh-ii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.